Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels decreased to 1.6 mmol/l (28.8 mg/dl) while wearing the pod for between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient temporarily lost vision and did not feel well. The ambulance was called and the patient received a glucagon nasal spray. A new pod was applied for continued insulin treatment.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined.the adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Manufacturer narrative:
Case information update was provided on 06march2024. B1:adverse event/product problem changed from: adverse event, product problem to: adverse event b5: describe event or problem changed from: it was reported that the patient's blood glucose levels decreased to 1.6 mmol/l (28.8 mg/dl) while wearing the pod for between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient temporarily lost vision and did not feel well. The ambulance was called and the patient received a glucagon nasal spray. A new pod was applied for continued insulin treatment. To: it was reported that the patient's blood glucose levels decreased to 1.6 mmol/l (28.8 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient temporarily lost vision and did not feel well. The ambulance was called and the patient received a glucagon nasal spray. The pod was removed and a new pod was applied for continued insulin treatment. The ambulance left the patient's home after approximately five minutes. H6: adverse event problem medical device problem code changed from: a040102 loss of or failure to adhere a0512 unintended movement to: a26 insufficient information. H6: adverse event problem component code changed from: g0405201 adhesive g04019 cannula to: g04105 pump.

Event description:
It was reported that the patient's blood glucose levels decreased to 1.6 mmol/l (28.8 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient temporarily lost vision and did not feel well. The ambulance was called and the patient received a glucagon nasal spray. The pod was removed and a new pod was applied for continued insulin treatment. The ambulance left the patient's home after approximately five minutes.